Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding an unknown patient's implanted infusion pump containing unknown medication (dose and concentration unknown). The indication for use was unknown. It was reported that after recent magnetic resonance imaging (MRI), a motor stall occurred. The MRI reportedly occurred on (B)(6) 2017 at 04:30pm. Sixteen hours later, the pump was interrogated and no recovery was noted. The hcp reportedly re-interrogated the pump and again, no recovery was noted. The patient experienced withdrawal symptoms 6-7 hours after the scan. It was reviewed to keep checking the pump for a recovery. Additional information was received from the manufacturer representative on (B)(6) 2017. It was further reported that the hcp re-interrogated pump a second time in office on (B)(6) 2017 around 4:45. At this time logs showed a motor stall recovery had occurred (note: this conflicts with previously reported information stating that the stall had not recovered at 16 hours post-MRI). Additional information was received from the manufacturer representative on (B)(6) 2017. It was clarified that the MRI occurred at 4:30 on (B)(6) 2017, not (B)(6) 2017. Recovery occurred 24 hours post-MRI at 4:45 on (B)(6) 2017.